Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/06/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/16/2021. Additional information: h6 component code: g07002 - device not returned.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4).   Date sent to the FDA: 4/16/2021. Corrected information: d3, g1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that you are saying the mesh inside the primary package was different then you would have expected for pml1 (size 30cm x 30cm)? Or are you saying that upon opening up the box (secondary package) it was noted that the size on the primary package did not match the size of the mesh on the secondary package? Since it was reported that the mesh size was in question, provide the following: was the mesh physically measured? Provide the size of the mesh that was in the package?

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2019 and the mesh was implanted. It was reported that during the surgery the package was opened and, internally, its size did not match to what was informed in the primary package. A like device was used to complete the procedure. There were no adverse patient consequences reported.